Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28mm x3.0mm, in-stent restenosis of an unknown stent (implanted more than 2 years ago) target lesion was located in the severely tortuous right coronary artery (rca). The lesion contained a <=45 degree bend a 28x3.00mm synergy¿ stent was advanced to treat the lesion, however, resistance was encountered. The physician then noted 2 stent struts were "removed" from the stent delivery balloon. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was curved in an s-shape. There were several stent struts raised outwards distally from 4th most proximal stent row and 9th most distal stent row. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28mm x3.0mm, in-stent restenosis of an unknown stent (implanted more than 2 years ago) target lesion was located in the severely tortuous right coronary artery (rca). The lesion contained a <=45 degree bend a 28x3.00mm synergy stent was advanced to treat the lesion, however, resistance was encountered. The physician then noted 2 stent struts were "removed" from the stent delivery balloon. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.